Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker exhibited far r wave over-sensing. Programming changes were made. There were no patient consequences.